Event description:
During an infusion of dopamine with another syringe, the pt began to exhibit bradycardia and hypotension. The source beleived that there was an occlusion because when extra medium was administered, the pt's symptoms would decrease for half life time of the drug. However, the device allegedly failed to alarm occlusion. The pump was changed out and the pt's condition returned to baseline.